Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low"; system check with tandem suspected cause was due to the customer¿s alert volume requiring adjustments. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.